Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having a leaky reservoir. The customer stated that she was changing her infusion set because of high blood glucose levels when she discovered her reservoir was wet past the second o-ring. The customer believed that the reservoir must have been leaking all day because it was almost empty. Nothing further was reported.